Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil was replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the odor/smell issue is the vacuum pump oil. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "odor" or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and vacate the room until the unit was serviced. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Patient identifier correction from na to unk. Tests/lab data, including dates from na to unk. Medical history/preexisting condition from na to unk. Additional information was received that this sterrad sterilizer was one of two units in the room that were emitting odor, and six health care workers (hcw's) experienced the following as a result of the odor emitting from the units: burning eyes, headache, eye, nasal and throat burning, coughing, watery eyes, and a swollen thyroid. The hcw's evacuated the room until the odor dissipated. None of the hcw¿s received any medical treatment and all are reported to be fine. The customer stated they had been using a non-asp 3rd party for service and the parts that were replaced were non-asp parts. The customer has since stopped using the 3rd party service and now is using asp for regular maintenance. There are no serious injuries reported in this complaint, and the reported symptoms resolved without medical attention. However, this event is being reported as a malfunction subsequent to a serious injury. The 1st sterrad (serial # (B)(4)) was reported under asp complaint ref #: (B)(4), and a MDR was filed under manufacturer report number: 2084725-2019-00924. Device codes: 3191 - no code available - eye irritation, dry eyes, swollen thyroid, burning throat, nasal burning, coughing, congestion. Asp complaint ref #: (B)(4).